Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard had failed and was preventing login. A field service engineer (fse) had connected to the station and resolved the issue by rebooting the system. After troubleshooting, the fse had confirmed that the keyboard had recovered, allowing the user to successfully log in. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard had failed and was preventing login. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.